Manufacturer narrative:
E3-non health care professional; e2-no. Based on the results of the investigation, no image and e216 communication error occurred due to cable disconnection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image, e216 error, and cable disconnection. There was no patient involvement.